Event description:
It was reported to philips that the flex vision pc did not boot up. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was outside of clinical use and the issue occurred on the routine morning boot up of the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the orange leds on the front of the flexvision pc were lit, and the pc had not started up. Upon further testing, the fse determined that the flexvision pc needed to be physically powered on rather than relying on a network boot. So, the customer pressed the on/off switch on the front of the pc, and it successfully booted. After this the system was shut down and restarted multiple times without any issues and the system was returned to use in good working order. The codes were updated based on the investigation outcome.